Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia and borderline diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient reported that he went to the hospital with a blood glucose level that had reached 401mg/dl while wearing the pod for approximately 10 hours and was diagnosed with borderline dka. He was treated with a new pod and an IV with normal saline. When the pod was deactivated, prior to going to the ER, it was identified that the cannula looks like it did not deploy at the proper angle and that it looks mangled.